Manufacturer narrative:
All the buttons were functioning properly, however, corroded keypad traces were found. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was sitting under towels and she was not wearing it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.